Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5222580, medical device expiration date: 08/31/2020, device manufacture date: 08/10/2015. Medical device lot #: 6095579, medical device expiration date: 04/30/2021, device manufacture date: 04/04/2016. Medical device lot #: 6123709, medical device expiration date: 05/31/2021, device manufacture date: 05/02/2016. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd insulin syringe with bd ultra-fine¿ needle is difficult to use. Upon insertion of the needle into the insulin bottle and draw up of the medication, when pulling the plunger toward the scale marking of 50ui, the air compresses and he does not reach the 43ui mark. He reach the 15ui and when tries again and reaches 25ui. Informs that the plunger is shaking. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned (10) 1/2cc, 6mm, 31g syringes in a poly bag from lot # 6123709. No samples from lot # 5222580 or 6095579 were returned by the customer. Customer states that he cannot pull the plunger to the correct dose. All returned syringes were tested and all plunger rods were able to be moved easily through the barrel. All samples were also able to draw and expel properly without any observed defects. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move on lot(s) # 5222580, 6095579 and 6123709. A review of the device history record was completed for batch# 5222580. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) batch of material# 8365312 (syringe 0.5ml asm 31ga 6mmtw sm700164 sc) that went into the finished batch# 5222580. The batch was manufactured 13oct2015 to 19oct2015. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 6095579. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) batches of material# 700003992 (syringe 0.5ml asm 31ga 6mmtw sm700178 sc) that went into the finished batch# 6095579.batch# 6145728 was manufactured 01jun2016 to 11jun2016. Batch# 6132580 was manufactured 21may2016 to 27may2016. Batch# 6131572 was manufactured 17may2016 to 22may2016. There were three (3) notifications [200639925, 200639728, 200642263] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 5222580. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) batch of material# 8365312 (syringe 0.5ml asm 31ga 6mmtw sm700164 sc) that went into the finished batch# 5222580. Batch# 5282845 was manufactured 13oct2015 to 19oct2015. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.